Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4) - halo; (refractive surprise); vision, impaired; (dull appearance). Size incorrect for patient; (vaulting). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - a detailed review of the case indicated that - there was minimal corneal cylinder preoperatively whereas manifest refraction showed 1 d of atr cylinder; the corneal power changed from atr to wtr postoperatively. This matches with over-correction. Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong iol, misaligned lens, rotation, etc. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined, however the most likely cause is inaccurate determination of preoperative refraction, uncovered accommodative dysfunctions, or significant change of ocular power by incisions at the time of surgery. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated the lens had excessive vaulting and there was a refractive surprise. The reporter indicated the patient complained of strong halo effects around lights, especially at night and is unable to read documentation. The patient has also complained the left eye looks different from the right eye, appears duller. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation foudn lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage and fibers on lens. Dimensional and functional inspection found lens within specifications. (B)(4).